Event description:
It was reported by the clinician that during removal of the spring wire guide (swg), it unraveled. No further details are available at this time.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.